Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient's mother reported that the receiver used to connect on her nightstand while it was on the g4 software. After upgrading the receiver to g5, the device has had a loss of connection since. Patient's mother believes that there is an issue with the receiver. No additional patient or event information is available.